Manufacturer narrative:
Section h6 (device code): correction manufacturer's investigation conclusion: the loss of external power event while connected to an mpu was confirmed in the submitted log file. No product was returned for evaluation. There was one loss of external power event in the log file. The loss of external power event occurred on (B)(6)2020 while the system was on mpu power. The backup battery in the controller was activated and powered the system. The customer reported that there was a power outage that resulted in the event and the patient switched to battery operation. The log file shows fully charged batteries were installed after the loss of external power event. Set up and use of the mpu are documented in the heartmate ii lvas patient handbook .alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook(¿alarms and troubleshooting¿). Specific warnings and cautions regarding the mpu's set up and the electrical outlet used (including location and accessibility) are given in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Section g3, h5, h8: correction

Manufacturer narrative:
Information was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that the patient had power cable disconnect alarms while connected to battery power and also while connected to mobile power unit (mpu) module. Replace backup battery alarm noted as well. White controller cable lead with visible damage.the log file analysis showed multiple low flow alarms on (B)(6) 2020. Per discussion, the patient was admitted at this time. On (B)(6) 2020, the log captured a low power hazard/no external power alarm when mpu power was interrupted. There was a power outage at this time. Patient was able to connect to battery right away. On (B)(6) 2020, the log file captured odd strings of power cable disconnects on white battery power. There was visible damage on the white controller lead. The controller will be replaced due to the damage. The ventricular assist device (vad) was functioning as intended.